Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot # what is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Date - time of onset of uti from the surgical procedure? When was the mesh exposure first noted by a physician? Mesh exposure symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and surgical findings. Were the two operations under ga to remove urethral mesh and stone endoscopically then to remove urethral and vaginal portion of the mesh transvaginally performed on the same date? If not, what is the date for each procedure? What is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a sling procedure in 2006 and mesh was implanted. The patient experienced erosion across the urethra, with a large bladder stone formed on it. The patient also experienced unspecified bladder and pelvic symptoms and a urinary tract infection requiring antibiotics. The patient underwent procedures on unknown dates under general anesthesia to remove urethral mesh and stone endoscopically and to remove urethral and vaginal portion of the mesh transvaginally. Additional information has been requested.